Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown gmrs femoral component was reported. The event was confirmed via evaluation of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: confirmation of event: I can confirm that patient underwent a distal femoral and proximal tibial replacement since I was able to review the x-rays with the implant in place. Root cause analysis: assuming the event is loosening of the femoral portion of the tumor prosthesis as described above the root cause cannot be determined with certainty. The causes of femoral loosening of a tumor type implant such as we see here are multi factorial including surgical technique and cementing technique, host bone environment, and patient factors including activity level, lifestyle and bmi. With the information provided I would not assign any causality to the implant itself. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that revision surgery took place due to loosening of femoral component. Clinician review indicated that "I can confirm that patient underwent a distal femoral and proximal tibial replacement since I was able to review the x-rays with the implant in place. Assuming the event is loosening of the femoral portion of the tumor prosthesis as described above the root cause cannot be determined with certainty. The causes of femoral loosening of a tumor type implant such as we see here are multi factorial including surgical technique and cementing technique, host bone environment, and patient factors including activity level, lifestyle and bmi. With the information provided I would not assign any causality to the implant itself." No further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following information was provided: this pi is for the revisions prior to 2025 (dates unknown). As per pss implant request: history of chondrosarcoma in the past treated with resection and left gmrs proximal tibia replacement. He had loosening of femoral component and revision multiple times by outside physicians and now with a loose cemented femoral stem with femoral bone thinning and expansion. Require adapter for restoration modular to distal femur gmrs. Revising distal femur gmrs.